Event description:
The patient contacted baxter's technical service center regarding a high drain day drain 1 of 1/call pd nurse alarm, which occurred on the homechoice (hc) during use at the end of therapy. The technical service representative (tsr) explained the alarm. The patient stated he does not normally perform a day exchange away from the machine. The patient believed he did not drain fluid out in initial drain and was then filled with day fill 1 of 1, causing the high drain alarm in day drain 1 of 1. The patient would talk to his registered nurse (rn). There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance spoke with the rn on (B)(6) 2011, and informed her of the high drain alarm. The rn did not understand why baxter needed to call her. Baxter product surveillance explained the alarm and that the message states for the patient to contact the rn. The rn stated that the patient did not call her regarding this incident. The rn further indicated that she programmed the device correctly. The rn confirmed there was no patient injury or medical intervention associated with this report and that the patient was doing fine. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was off cycler exchanges. The label review found the labeling adequate for the use error in this complaint. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.